Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2008, the patient began treatment with dianeal pd2 ultrabag therapy (3l, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. It was not reported whether a peritoneal effluent culture or analysis were performed or whether treatment was rendered. It was not reported if the event of peritonitis resolved or if dianeal pd2 ultrabag therapy was ongoing. The nurse did not provide a statement of causality.

Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.